Event description:
Allergan aesthetics received a report of a patient treated abdomen on (B)(6) 2022 and (B)(6) 2022 treated with coolsculpting coolcore may have developed paradoxical hyperplasia (ph). Additional information was received that patient was treated to the abdomen using a cooladvantage coolcore applicator.

Manufacturer narrative:
H11 - corrected data: d1.

Event description:
Additional information was received that patient was treated to the abdomen using a cooladvantage coolcore applicator.

Manufacturer narrative:
Paradoxical adipose hyperplasia (ph/pah) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient treated abdomen on (B)(6) 2022 and (B)(6) 2022 treated with coolsculpting coolcore may have developed paradoxical hyperplasia (ph).

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the abdomen on (B)(6) 2022 using the cooladvantage coolcore system applicator, who developed paradoxical hyperplasia (ph) after treatment.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch # 1. Aware date should have been listed as 6/27/2023. Clarification to b3 partial date of event: "3 - 6" months post treatment was provided.